Event description:
It was reported that the pump battery would not charge, and the pump screen was dark. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to attempt charging with a different wall outlet and adapter, but these attempts did not resolve the issue. Customer reverted to using an alternate method of insulin therapy.